Event description:
Physician was injecting with 12 cc control monoject syringe when the plunger shattered, causing him to push the needle through his left hand. The needle had been in pt tissue. Small laceration was noted with a moderate amount of bleeding.